Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l repair catheter was returned for evaluation. One electronic photo was also provided for review. Gross visual,microscopic and functional evaluation were performed. The investigation is confirmed for catheter burst as an s-shaped compound split was noted from the distal end of the luer. The catheter was patent to infusion and aspiration with a leak noted at the s-shaped compound split. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 05/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post catheter placement, the lumen of the device was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that post catheter placement, the lumen of the device was allegedly damaged. There was no reported patient injury.